Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is dislocation of the arthroplasty, thereby indicative of in appropriate alignment. Besides the incompletely healed fracture of the proximal femur, bone quality is otherwise normal. The requested angles cannot be measured from the provided image. No device or anatomical concerns noted radiographically. No signs of loosening, wear, radiolucency are detected. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part # unknown / unknown head/ lot # unknown . Part # unknown / unknown stem/ lot # unknown . Part # unknown / unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02418.

Event description:
It was reported that patient underwent initial hip procedure on an unknown date. Patient has been indicated for a hip revision on an unknown date due to dislocation. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.